Event description:
Boston scientific received info that this right atrial lead dislodged into the right ventricle. The physician planed to reposition the lead. No adverse pt effects were reported. Additional info has been requested. However, at this time there is no further info available. If additional info becomes available this report will be updated. Additional info received indicated the lead was explanted and successfully replaced. No additional adverse pt effects were reported. No event date was provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.